Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the eds iii was visually inspected, and confirmed that the patient line was missing; this was not returned with the eds iii. It was not possible to confirm if there were glue traces on the patient line tubing. The patient line stop cock showed glue traces. Review of the history device records for the eds iii was not possible as the lot number was unknown. The root cause could be due to the patient as noted in the description, but this could not be determined. Based on the results of this investigation trends have been monitored and action taken to prevent future occurrences. During the review and investigation, it was identified that there has been a decrease in the average bond strength from historical production levels. To address and return the bond strength to historical levels, actions have been identified and implemented to improve the t=0 bond strength. A cleaning step will be added to the manufacturing process where the outside surface at the ends of the polyurethane tubing will be wiped with isopropyl alcohol (ipa) prior to the application of adhesive to the tube set joints to ensure a clean surface for the adhesive bonding during manufacturing. No modifications were made to the device itself. As no lot number was provided it is not possible to know if this device was manufactured during the time when the decrease in bond strength was noted. At the present time this complaint is closed. Trends will continue to be monitored.

Manufacturer narrative:
(B)(4)

Event description:
Patient pulled the patient line apart. This was an old eds 3 system. Dr. Is unsure if the device was too easy to pull apart or if patient really pulled it hard.alert date was (B)(6)-2014.no delay, this did not happen during surgery. No adverse consequences.(B)(6) 2014: additional information explained that, yes, the system was replaced.